Manufacturer narrative:
The reporter of the complaint was asked to return to product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional info has been reported to allergan regarding the serial number or model number. Further info from the reporter regarding the serial number has been requested.

Event description:
Healthcare professional reported a lap-band for which the pt "started draining from an incision close to the port" and that the exudate from the wound tested (B)(6) for "(B)(6)," first noticed when the pt reported "redness and drainage." The lap-band system was explanted without replacement.